Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the small grasping retractor instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the small grasping retractor instrument had broken wire. The procedure was completed with no reported injury. The following additional information was provided by the site's surgical tech supervisor: it was confirmed that the instrument was inspected prior to use, and nothing noticed out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing, left/right motion, or up/down motion of the grips. No cables were visibly protruding from distal end of instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from inside the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.